Manufacturer narrative:
Device evaluation: one used tracheostomy tube was returned for product evaluation. During visual inspection, a tear was observed on the device cuff. Functional testing was performed by inflating the cuff with 40 cm water; cuff leakage was observed. A review of the device history record could not be performed as no lot information was provided. Product evaluation and inspection was not able to determine what caused the tear in the tracheostomy tube cuff.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported the listed tracheostomy tube was checked for leaks prior to patient intubation with no leaks observed. According to the reporter, the tracheostomy tube was found leaking at the cuff after 1 day of use. The reporter indicated that no adverse effects occurred as a result of event.